Event description:
The customer alleged an incorrect use of cidex plus solution in their autoclave by another employee in their facility. The customer stated that the healthcare worker put cidex plus solution in the chamber for where the water should have gone. The customer presumed that the cidex solution was somewhat diluted due to the possibility of some water left in the chamber. The customer stated there was a blue residue left on the inside of the autoclave after a load completed; they attempted to rinse out several times. The customer reported that the instruments were not used on patients and no residual contact. There were no patients or injuries involved from the event.

Manufacturer narrative:
Damaged device.